Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. The motor drive unit end of drive cable was received in damaged condition. The exact root cause of the damaged cable end condition was unable to be determined from the complaint evaluation results. If the device stopped working during procedure; it may have resulted in higher torque being applied on the motor drive unit end of drive cable and this may have caused that end to be damaged.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device stopped rotating after about ten seconds of use. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.